Event description:
It was reported that the patient presented to the clinic for a device check following a lead replacement procedure. Upon interrogation, the right ventricular lead was found to exhibit an elevated and unstable capture threshold. Programming changes were made, and the patient remained in stable condition.